Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure unstable thresholds and loss of capture were noted on the right ventricular (rv) lead when connected to the new device. The lead was capped and replaced. No patient complications have been reported as a result of this event.